Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to onset. Analysis of the device memory also had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and the device inappropriately withheld therapy due to the wavelet algorithm. The device was reprogrammed and remains in use. It was also reported that the right ventricular (rv) lead had slightly decreasing impedance and significantly decreased r-waves. Changing the vector did not solve the issue so the rv lead was not reprogrammed. It was noted that the r-waves returned to normal values approximately two to three days later after the patient's vt terminated. The rv lead remains in use. No further patient complications have been reported as a result of this event.